Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient manages her symptoms with insulin pump therapy. She reported that she first noticed the meter was reading inaccurately high at the beginning of (B)(6) 2015, when she developed hypoglycemic symptoms of sweating and felt unwell. She claimed that she conducted a blood glucose test using her onetouch ultra meter and compared the result with the subject meter, within 30 minutes of each other. No readings were provided for either meter, but the patient reported that the subject meter's result was inaccurately high by more than 30 mg/dl or 30%. The patient indicated that after the test, she self-treated her symptoms with dextrose tablets. During troubleshooting the csr established that the patient's meter had been set to the correct unit of measure, her test strips were within date and had been stored correctly, and the test strip vial was not cracked or broken. The csr also noted that samples had been taken from the same approved sample site. The patient was unable to walk through a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia. Although her symptoms occurred prior to the alleged inaccurate result she obtained, it cannot be ruled out that the meter may have been reading inaccurately prior to this occasion, causing her to have overmedicated, resulting in the symptoms she described.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.